Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was 423 mg/dl at the time of the call. The customer was informed that (B)(6) alkaline batteries are most effective. The customer inserted new batteries, but the black display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for blank display, no anomalies were noted. The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within specifications. No failed battery test noted. However, unit received with corroded battery tube and cracked case at the display window corners.